Event description:
Customer reported a past low blood glucose event with the lowest reported level in the 40s mg/dl. Low bg cause was not known. Customer treated the low blood glucose with candy. Technical support advised consulting a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged this recommendation.